Manufacturer narrative:
The 14 volt power module patient cable was not returned for evaluation. The report of pump stoppage events and pump power losses associated with low speed and low flow alarms was confirmed based on the evaluation of the submitted log file; however, the cause of the reported issue was unable to be conclusively determined. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The lot number was requested but not provided. Approximate age of device ¿ 3 years and 11 months. Device not returned for evaluation. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was aphasic, and had difficulty describing the event; however, it was reported that the patient observed a red heart alarm from the system controller when attempting to connect to the power module. The patient slept with the lvad system powered by external batteries, and had not attempted to reconnect. It was reported that there were no alarms when the patient was connected to the implanting center's power module. The patient was asymptomatic. Log files analysis performed by the manufacturer's technical support representative confirmed eight power interruptions and pump stoppages. The voltages revealed in the log file analysis were, at times, below the manufacturer's specifications.